Manufacturer narrative:
(B)(4).

Event description:
Reportedly an external fluid leakage "at the cap of dialyzer" was observed during priming with a revaclear 300 dialyzer. Although the issue was observed during priming, the treatment was started and resulted in an external blood leakage from the same location. The treatment was discontinued. The amount of blood loss was not provided, however, no clinical symptoms or medical intervention was reported. No additional information is available.